Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the date of the initial procedure? =>(B)(6) 2017. The date is unknown. What tissue was the vcpb840d used on? => the vcpb840d was used on the fascia. How was the suture used (interrupted or continuous)? => it was interrupted suturing. What date did the patient return with wound dehiscence? => a month after the initial procedure, (B)(6) 2017. No further information about the date was provided. What medical or surgical intervention was performed for the dehiscence? => the re-operation performed to close the dehiscence (B)(6) 2017. The details is now confirming. What date was the second procedure? => (B)(6) 2017. Can you describe the suture during second procedure? => the details is now confirming. Was the suture found broken in the second procedure? => the details is now confirming. What was used to close the patient wound? => the surgeon commented that the pdp will be used at the re-operation. But it is unknown that the pdp was used actually.the details is now confirming. What is the current condition of the patient? => the details is now confirming.

Event description:
It was reported that patient underwent pancreatoduodenectomy on unknown date in (B)(6) 2017 and suture was used interrupted technique to close the fascia. A month following the procedure, on unknown date in (B)(6) 2017, the patient experienced a wound dehiscence and an additional procedure was performed to close the wound. Additional information has been requested.

Manufacturer narrative:
Product complaint # ==> pc-000050499 additional information was requested and the following was obtained: can you describe the suture during second procedure? Sorry we couldn't get information. Was the suture found broken in the second procedure? => maybe the suture breakage but the details isn't confirmed. What is the current condition of the patient? => sorry we couldn't get information.